Event description:
It is reported that when attempting to save the images the error message high current was displayed and images could not be saved. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.